Event description:
The patient was implanted with two scs leads from the same lot number. It was reported the patient was not receiving effective pain relief from his scs system. The patient alleged his neck pain progressed and was centered at his vertebral prominens. Also, the patient reported his right side would go numb, and his arm and leg would feel weak. The patient was prescribed a walked for his balance issue. The patient's scs system was removed on (B)(6) 2012 (ref. Report # 1627487-2012-06209).

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.